Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown product performance issue. This lead was surgically abandoned. No additional adverse patient effects were reported.